Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance of greater than 125 ohms on a non-boston scientific right ventricular (rv) lead. Boston scientific technical services (ts) recommended continued monitoring of the system and conducting commanded shock testing if the measured impedance reaches 145 ohms or greater. The ICD remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that defibrillation threshold (dft) testing was done due to the high out-of-range shock impedance. Additionally, another alert was received due to the high shock impedance. Boston scientific technical services (ts) recommended reviewing the results of the last dft test, and to consider testing the system again if the impedance reaches the 140-150 ohms range. This product remains in service. No additional adverse patient effects were reported.